Event description:
It was reported that the device would not charge the battery and that the ac main led was not on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an electrical short through fet transistors, designators q1 and q2. It was also observed that a fuse, designator f1, was open.